Manufacturer narrative:
(B)(4).

Event description:
The device was in backup vvi mode. The device was explanted and replaced and the patient was in good condition. Further information has been requested but not yet received.

Event description:
The device was in back-up vvi mode due to inappropriate therapies caused by electromagnetic interference and lead damage. The device and non-sjm lead were explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed. Analysis of the device image revealed multiple high voltage (hv) charges and deliveries were recorded by the device that was caused by excessive noise recorded on the v-sensing channel. The multiple hv charges/deliveries resulted in ¿thorchiptimeout¿ and ¿thorchipnotenabled¿ errors within 32 seconds of each other, which forced the device to enter backup defibrillation only mode. The root cause of the resets was found to be due to a firmware anomaly with the u4 integrated circuit. Manufacturer report 2938836-2016-14313, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).